Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be submitted upon completion of the evaluation.

Event description:
It was reported the pump was accidentally dropped causing the touchscreen to become cracked and partially unreadable. Customer¿s blood glucose was 112 mg/dl. Customer reverted to multiple daily injections for insulin therapy.